Event description:
It was reported that on (B)(6) 2017, patient felt a disassociation on knee. On (B)(6) 2018, patient had a revision surgery where the insert was exchanged due to this disassociation.

Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and no clinical supporting documents were provided to conduct a thorough analysis of the reported issue. No medical assessment can be rendered. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
The associated complaint device was returned and evaluated. The returned insert showed damage/deformation and burnishing was observed on the articular and inferior surfaces. Damage/deformation was observed on the articular lock mechanism of the articular insert. The ps post was fractured near the base and plastically deformed. Significant deformation/damage was observed on the posterior surface of the ps post and was likely caused by repeated contact with the femoral cam. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the part revealed no prior complaints for the listed batch. The clinical/medical team concluded, no clinical relevant documents were provided to conduct a thorough medical assessment.  No medical assessment is warranted at this time.  This complaint will be re-evaluated if more information becomes available. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.